Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was immediately stopped, and the patient was transferred to another hospital. The philips field service engineer (fse) inspected the system onsite and confirmed that the tube could not work when exposed. Upon troubleshooting, fse reviewed the log file, which showed an error was an opened filament. Fse checked the x-ray tube, and found both the large and small focuses did not work. To resolve the issue, fse replaced the x-ray tube and performed adjustments. The defective x-ray tube was returned to philips for failure analysis and the cause of the x-ray tube failing was small and large filament blown. After replacement of the x-ray tube, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was immediately stopped, and the patient was transferred to another hospital. The philips field service engineer (fse) inspected the system onsite and confirmed that the tube could not work when exposed. Upon troubleshooting, fse reviewed the log file, which showed an error was an opened filament. Fse checked the x-ray tube and found both the large and small focuses did not work. To resolve the issue, fse replaced the x-ray tube and performed adjustments. The defective x-ray tube was returned to philips for failure analysis and the cause of the x-ray tube failing was small and large filament blown. After replacement of the x-ray tube, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The reporting institution name, reporting address line 1 and the reporting address city have been updated.